Event description:
Patient is a trauma patient, admitted 06/13/97. Among other injuries had head injury, femur fracture, thoracic aorta tear and facial fractures. Patient was on kinair iii bed with all four siderails up. On 07/26/97 patient was found with body on floor below siderail, head/neck (was wearing miami collar) caught between siderail and inflated mattress. Patient was in cardiac/respiratory arrest when found. Resuscitation efforts restored heartbeat. Patient was seizing, unreponsive, placed on a ventilator and transferred to intensive care. As of today, patient's prognosis is poor.